Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose technique with a prostar xl device after an abdominal aortic aneurysm endografting procedure. An 8f sheath was initially used and it was upsized to an 18f sheath for the interventional procedure. Reportedly, after needle deployment, only three needles were visible at the hub. The fourth needle had reportedly jammed and appeared to be slightly bent. The device was easily removed from the artery. Hemostasis was achieved with a second prostar xl device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the prostar xl device. Additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the needle slots and suture ports appeared normal. The device was disassembled and there was a needle strike mark on the barrel face. This confirmed the reported experience for the reported event because the needles will not be present at the hub. The evidence of a needle strike mark on the barrel suggested that the needle might have been deflected by an unidentified cause. Deploying the device at an angle greater than 45 degrees, or the patient anatomical condition such as obesity, calcification or scarring of the site used in deploying the device can deflect the needles. The needle deployment of every device is checked during the manufacturing process, to ensure that the needles/sutures are in the correct orientation; therefore, the probable cause for the needle strike mark on the barrel face and for needle missing/not presented at the hub during needle deployment is related to the operational context in which the device was used. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there have been no other incidents reported for failure to deploy needles. There are no lot specific product quality deficiencies. To assure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.